Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for 3 days, due to an unrelated issue, and had been disconnected from the pump during the hospitalization. The customer reconnected to the pump and subsequently, the customer experienced a low blood glucose (bg) level; however the exact value was not provided. The hospital physician treated the customer by giving apple juice. The customer remained hospitalized for two more days and was released from hospitalization on (B)(6) 2016. It was reported that the customer also had bronchitis, which caused breathing issues and was taking medications to treat this issue. A recommendation was made for the customer to consult with their healthcare provider regarding bg levels.